Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver ceased to function. No additional event or patient information is available. The device has been received for evaluation.  A follow-up report will be submitted once the evaluation is complete.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Receiver was charged and would not boot up. Functional testing was performed and there was no failure detected. A review of the data log found firmware errors. The receiver case was opened for further evaluation. A visual interior inspection was performed and the inspection passed. Troubleshooting was performed on jthe receiver and battery and found a defective battery. The reported event that the receiver ceased to function was confirmed. The root cause was determined to be a defective battery.